Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had infusion flow block alarm on (B)(6) -2024 and the blockage was located at site. No further information was available.